Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') and genital haemorrhage ('burst of bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and parity 4. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), rash ("rashes on my stomach"), dry skin ("dry skin"), back pain ("pain in my lower back/back pain with it drives me crazy"), pain in extremity ("pain that feels like its burning on my right thigh"), musculoskeletal pain ("hot sensation in my left buttock and both my feet"), burning sensation ("hot sensation in my left buttock and both my feet"), fatigue ("tired all the time"), adnexa uteri pain ("pain near my left ovary that feels sharp"), genital haemorrhage (seriousness criterion medically significant), migraine ("I get migraines"), nightmare ("nightmare") and abdominal distension ("still bloated and gassy and quite a bit of pain"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the abdominal pain lower, rash, dry skin, back pain, pain in extremity, musculoskeletal pain, burning sensation, fatigue, adnexa uteri pain, genital haemorrhage, migraine, nightmare and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, back pain, burning sensation, dry skin, fatigue, genital haemorrhage, migraine, musculoskeletal pain, nightmare, pain in extremity and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): full blood count - on an unknown date: normal. White blood cell count - on an unknown date: normal. Concerning the injuries reported in this case, the following one/ones were reported via social media: incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.